Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no patient involvement, as the customer stated to be "off the pump since (B)(6) 2015." During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump.